Event description:
The mother of a home peritoneal dialysis patient reported that the scale numbers were going backwards in drain 7. Machine was reset and bypassed to fill 8, during fill, the patient started crying and she noticed that her son's abdomen was distended. Fill 8 was aborted and patient was drained manually. The drain volume was approximately 3,200 ml. Thee patient's prescription is for a fill volume of 1,200 ml. He felt better after draining. There was no serious injury or illness.